Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 1. 3005168196-2019-01494 2. 3005168196-2019-01495.

Event description:
The patient was undergoing a coil embolization procedure in the dural arteriovenous fistula (davf) using penumbra coils 400 (pc400) and lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed three pc400s in the target vessel using the lantern. While advancing a new pc400 coil in the lantern, the physician experienced resistance approximately five centimeters from the proximal end; therefore, the pc400 removed. During a second attempt to advance the same pc400, resistance was felt; therefore, the pc400 was removed and not used in the procedure. The physician advanced another pc400 against resistance; however, the coil was placed successfully in the target vessel. The physician then decided to remove the lantern. The procedure was completed using a pc400 and a new lantern. There was no report of an adverse effect to the patient.